Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 31-mar-2026. Investigation summary: bd received three samples for investigation. Visual examination of the returned samples did not reveal any signs of a cracked female luer. These three samples were subjected to functional tests, and no leakage was observed. Additionally, visual examination of ten retained samples did not show any signs of a cracked female luer. The ten retained samples were also used for functional tests, and no leakage occurred. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has not been confirmed for the indicated failure mode: damaged. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the hub of one device was cracked resulting in sample leakage and recollection. Blood got onto the healthcare workers hands. There is no report of the level of ppe worn, post exposure testing or medical intervention.

Event description:
It was reported while using bd vacutainer® push button blood collection set, the hub of one device was cracked resulting in sample leakage and recollection. Blood got onto the healthcare workers hands. There is no report of the level of ppe worn, post exposure testing or medical intervention.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.